Event description:
Device issue: difficult to remove, detach part. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a moderately calcified femoral artery after an interventional procedure. Reportedly, after deploying the clip, "there was some pressure and it was difficult to remove." The operator "pulled the device a little harder noticed that a piece of metal, flicked out of the device." Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.